Manufacturer narrative:
Date sent: 08/26/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy, while taking down the splenic vessels, got into bleeding and had to convert to open. The surgeon said it appeared that the device did not fully fire. Received the following information on 8/4/2009: per the surgeon, the device was very hard to close on tissue. The sales rep test fired the device with a test cartridge and it appeared to fire fine. Upon examining the reloads used in the procedure, some of the staples were still inside the cartridge housing. The staples were in the proper "b" shape lying inside the cartridge.